Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced a blood glucose (bg) of 537 mg/dl due to recurring occlusion alarms. There were no reported signs or symptoms of hyperglycemia. The patient stated that she corrected the elevated bg with a bolus from the pump after clearing the occlusion alarm. The patient stated that recurring occlusion alarms had occurred for the past 5 to 6 weeks, and that her md took her off the pump for 3 of those weeks due to the recurring alarms. The patient thought that initially the alarms were due to using areas with scar tissue for insertion sites, but when she resumed insulin pump therapy she stated she started using new sites and the issue continued. The patient stated that the occlusion alarms occurred during both basal and bolus delivery. The patient denied any issues with the site or set, and confirmed no kinking of the tubing and no bent cannulas. The patient stated that she has tried multiple different infusion sets/sites as well as cartridges and the issue continues. During troubleshooting the patient was able to manually push on the plunger with the tubing attached and experienced minimal resistance. During troubleshooting it was discovered that the patient does not cycle the cartridges prior to filling, which is against the instructions for use. The patient stated that she will cycle cartridges appropriately and will try cartridges from a different box to see if that resolves the issue. The patient continued insulin pump therapy. There was no product defect found during troubleshooting. Customer support determined that the patient was not following appropriate filling technique, as she was not cycling the cartridges, which may have contributed to the reported occlusion issue. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.